Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. The caller reported that the cannula did not insert properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother stated that the customer had a blood glucose of 335 mg/dl, and that the cannula did not insert properly into the infusion site. The pod was worn for less than 4 hours.